Event description:
Ous MDR - after an implantation time of about 70 months, it was reported that the shock impedance of the associated lead was outside of the tolerance range (>150 ohm). Damage to the this atrial lead in its distal region was also noted. No deterioration of the patient's state of health was reported. Both leads were explanted.

Manufacturer narrative:
During the analysis of the setrox s 53, fraying of the insulation was noted about 48 cm distal of the connector pin. This damage manifestation is consistent with the observed damage from the clinical complaint in the distal region of the lead. The analysis did not provide any indications for a material defect or manufacturing error. Rather, the damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of friction with the adjacent rv lead linox s 65. All other damage at this lead is probably a result of the explantation process. The analysis did not find any manufacturing error or material defects on either the setrox s 53 or the linox s 65.